Event description:
It was reported a pump module was involved in a over infusion event. It was noted that the nurse had programed entyvio 300mg/250ml using basic infusion profile at a rate of 510ml/hr and the volume to be infused (vtbi) was 250ml. However the bag was found empty within 15 minutes. There was patient involvement and no additional intervention was required. Although requested, customer stated that no further information will be provided.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: initial reporter addr 1. Additional information: device available for eval., returned to manufacturer on, device return to manuf ., device eval by manufacturer?, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Additional information : imdrf annex a, c, d, g codes.

Event description:
It was reported a pump module was involved in a over infusion event. It was noted that the nurse had programed entyvio 300mg/250ml using basic infusion profile at a rate of 510ml/hr and the volume to be infused (vtbi) was 250ml. However the bag was found empty within 15 minutes. There was patient involvement and no additional intervention was required. Although requested, customer stated that no further information will be provided.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported a pump module was involved in a over infusion event. It was noted that the nurse had programed entyvio 300mg/250ml using basic infusion profile at a rate of 510ml/hr and the volume to be infused (vtbi) was 250ml. However the bag was found empty within 15 minutes. There was patient involvement and no additional intervention was required. Although requested, customer stated that no further information will be provided.